Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the surgeon fired the er320 across a rigid catheter and the clips wouldn't hold. The 3rd or 4th clip did hold. Later, when firing across the cystic duct, the clips again didn't form-a stone in the duct may have impeded closure. A second er320 was pulled and the case was completed without difficulty. There was no consequence to the patient.